Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that patient faced infusion set leakage event on unknown date. The leakage was at the lateral membrane. No further information available.